Event description:
At least 4 occurrences of leaking 0.22 bd micron filter when administering chemotherapy agent, etoposide. Potential for patient not to receive intended chemo dose and risk of staff and patient exposure.